Event description:
Same case as: 2134265-2008-02452. It was reported, by the patient, that during a coronary drug eluting stenting treatment procedure, "one of the stents was put in an area where it was not supposed to be - the junction of an artery that goes to the back and front of the heart. It pinches both arteries affecting 50% of blood flow to both areas of her heart." Since stent implantation, she has "never been the same". She is not sure if it is related to her heart attack or not. She reported that she has frequent anginal pain and becomes out of breath when walking or doing normal activities. Additional information was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.